Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued mfg report #1525712-2012-00222. The device was about 2 months old at the time of the complaint. Allegedly both motors started to smoke as the chair was driven. Product was returned, an evaluation was conducted on the unit. The findings were: visual: the chair had evidence of scratches on the caster forks and on the front caster head tube. Scratches were also found on the rear shroud, tilt actuator rear mount and on the joystick mounting tube. The chair's seat back spreader bar right side had white paint marks. Functional: chair was powered on but would not operate. When the joystick was drive forward an error code of "right motor fault" was produced. No other discrepancies were found. RMA (B)(4) has been initiated for this issue. Model m51-cg, serial number/date code (B)(4) is approximately 2 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) female whose height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Both motors allegedly started to smoke while the chair was in motion. Chair allegedly stopped smoking when it was turned off. No injury alleged.

Event description:
Both motors allegedly started to smoke while the chair was in motion. Chair allegedly stopped smoking when it was turned off. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m51-cg, (B)(4) is approximately 2 months old. The user manual part number 1125085 rev j (oct-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) female whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.